Manufacturer narrative:
Device evaluation: the suspect device was not returned for evaluation. The complaint was not confirmed. Based on similar complaints, it is suspected that the rotator was separated at the bond between the collar and the housing. A review of the device history record did not reveal any exception documents. Complaint data base was reviewed and found one similar complaint for this lot number. The root cause of the failure are attributed to the manufacturing bonding process. Corrective actions have been implemented to address this type of failure. Complaint data will be monitored to verify effectiveness of corrective actions taken. Evaluation based off of similar complaints, device history record was reviewed, complaint data base was reviewed.

Event description:
The rotator broke right after intrusion started while performing a left ventriculogram procedure. Injection condition: flow- 10ml/sec, volume- 40ml, pressure limit-900 psi. No harm or injury was reported.